Manufacturer narrative:
Additional information: h6 and h10. H10: the device was not received for evaluation; however, it was inspected on-site by a baxter qualified technician. During visual inspection, the wheel was observed damaged. The reported condition was verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To resolve the issue the wheel was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a damaged wheel was observed on a prismaflex system 3.20 machine during setup. There was no patient involvement. No additional information is available.